Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left circumflex artery (lcx) and left anterior descending (lad) artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesions. The opticross catheter was first used in the lcx and a stent was finely deployed. The opticross catheter was then inserted to lad. The operator felt the catheter was stuck when crossing the lesion but continued to apply force until the catheter bent and snaped. The device was removed, and no patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left circumflex artery (lcx) and left anterior descending (lad) artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesions. The opticross catheter was first used in the lcx and a stent was finely deployed. The opticross catheter was then inserted to lad. The operator felt the catheter was stuck when crossing the lesion but continued to apply force until the catheter bent and snapped. The device was removed, and no patient complications were reported.